Event description:
Rptr stated, "the pt had an old femoral neck fracture and severe osteoporosis. The surgeon chose to implant a howmedica emerald long stem and vitalock cup. The pt also had heart disease which was under medical control. Cement was injected and approx two mins later, the blood pressure of the pt dropped to zero. The pt died in theatre after 1 hr."